Event description:
The product was used during a hepatectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/23/97-supplemental rpt #1 submitted to FDA.